Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose over 600mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer had no delivery. Customer¿s current blood glucose was 184mg/dl. Customer reports event was resolved by changing complete set. Customer had symptoms like weakness, vomiting, lightheadedness, cotton mouth, headache, tiredness. Customer reports alarm occurred during manual prime. Customer was not wearing insulin pump for less than 48 hours prior to hospitalization. Customer also reported that beep did work and insulin pump was neither beeping nor vibrating currently. Insulin pump will not be return for analysis.